Event description:
Origen cryostore cs500n bag was used to cryopreserve hpc, apheresis autologous product for a patient. 100ml was cryopreserved in the bag and kept in liquid nitrogen vapor phase storage. No problems were found during cryopreservation. The bag was thawed at the patient's bedside. Once completely thawed, the bag was turned upside down for infusion and a leak was noticed from the bag. No leak was seen during thawing. A hole/break beneath the port was found as the source for the leak. The product was infused with a syringe to prevent further loss. FDA safety report ID # (B)(4).